Event description:
Additional information was received that product analysis was completed on the generator. Review of the data indicated that the pulsedisabled byte was set to a value that represents a vbat<eos threshold condition. Burn marks were observed on the pulse generator case, which indicated that the pulse generator may have been exposed to an electro-cautery tool during device explant. A reset of the pulsedisable bit in the generator memory was performed to allow for an output to once again be provided by the generator for subsequent testing. In the pa lab, the device output signal was monitored for more than 24-hrs, while the generator was placed in a simulated body temperature environment. Results showed no signs of variation in the pulse generator¿s output signal and demonstrated that the device provided the expected level of output current for the entire monitoring period. The pulse generator diagnostics were as expected for the programmed parameters. A comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications. The battery, 3.002 volts as measured during completion of test parameter of the final electrical test, shows a non-ifi condition. The data in the diagaccumconsumed memory locations revealed that 6.599% of the battery had been consumed. As received, the generator output was disabled due to a perceived vbat<eos threshold condition. Other than the noted condition, there were no performance or any other type of adverse conditions found with the pulse generator.

Manufacturer narrative:
Device failure occurred, but did not cause or contribute to a death or serious injury.

Event description:
It was initially reported during surgery to only revise the patient generator pocket that the surgeon used electrocautery while opening the patient's pocket. The electrocautery affected the generator causing the generator to show eos=yes when previously it was not at end of service. Prior to surgery it was not planned for the generator to be replaced however due to the use of electrocautery replacement was required. The generator was returned to the manufacturer for evaluation. Product analysis is planned but has not been complete.